Manufacturer narrative:
The returned device analysis confirmed the reported leak at the gripper lever, as it was observed that the non-tactile o-ring cap was not fully seated due to the o-ring cap not being fully seated, and fluid was observed to be leaking out of the gap in the gripper lever assembly. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and the return device analysis, the reported gripper lever leak appears to be a result of the observed product quality problem (non-tactile o-ring cap not being fully seated thus the gap between the o-ring and the gripper lever assembly) and appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This will be filed to report that during preparation of the clip delivery system, the gripper lever was leaking. It was reported that this was a mitraclip procedure to treat mitral regurgitation. During preparation of the clip delivery system (cds) when the gripper lever was flushed, a leak was observed. Therefore, the cds was not used. A new cds was used successfully in the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.